Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the patient fell outside of the shower, there was a high watt alarm and four electrical fault alarms that were believed to be due to a partial driveline disconnection. The high watt and electrical fault alarms were caused by the driveline disconnection. The driveline was fully reconnected to the controller and there were no further alarms. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. Log file analysis revealed four (4) electrical fault alarms logged on (B)(6) 2020 between 06:57:09 and 07:10:23 due to open phases on the front stator, resulting in the pump running on a single stator (rear stator only). This likely triggered the high watt alarm logged at 06:59:03, due to the increased power consumption required to run on a single stator. A vad disconnect alarm was logged at 07:11:34, indicating a physical disconnection of the driveline from the controller. The vad disconnect alarm cleared at 07:11:37, indicating a reconnection of the driveline, at which point the electrical fault alarm was resolved and no further alarms were logged. As a result, the reported event was confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported electrical fault and high watt alarms event can be attributed to a marginal connection between the driveline connector and the controller, likely due to a driveline pull event during the reported patient fall. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.